Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer pocket 1.2 was not recoverable. A field service engineer manually opened the pocket and discovered a spill inside and cleaned the pocket pathway to remove the spill and then proceeded to replace the engine to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini drawer 1.2 was frequently failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.